Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail; stent: liberte. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 100% stenosed right coronary artery in a patient experiencing an acute myocardial infarction. A 4.5x8 mm nc trek was used for pre-dilatation and a non-abbott stent was implanted in the lesion, after intravascular ultrasound (ivus) was performed. Post-dilatation was performed using the same nc trek. Stent mal-apposition was confirmed by ivus so the nc trek was re-advanced to the lesion; however, it did not cross the lesion. Several attempts were made to cross with the nc trek and eventually it was able to cross; however, balloon slipping occurred during inflation so the balloon catheter was changed to a new one and the procedure was completed without any issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.